Event description:
It was reported that the surgeon was using the activation instrument for the curvilinear distractor on a 40mm flexible extension arm and the distractor kept jamming up and not moving in the reverse direction. With some difficulty, the surgeon was able to reverse the direction, but only when the articulating joint was manipulated. Even with the manipulation, the device was not moving easily and bone-bone contact could not be achieved. Eventually, the extension arm broke off and the activation instrument was directly on the distractor to reverse the direction as far as it would go. The surgeon had to remove the screws on one side of the distractor and manually move the plate back a few millimeters so that the two sides of the osteotomy would be touching. Another extension arm was installed to finish the procedure. There was a delay of 15-30 minutes, but no patient harm was reported. The procedure was completed successfully. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Per facility, the complainant product will not be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product not returned to manufacturer.